Manufacturer narrative:
The reason for this revision surgery was a failed hemi arthroplasty. The length of in vivo service was 1.4 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All parts were found to meet design and manufacturing specifications. No non-conforming material reports (ncmr's) were associated with this part. A review of the product complaint report history showed there have been 18 prior complaints reported against this part number; summary of investigations: 3 dislocation, 4 instability and looseness, 6 trauma, 1 alignment issue, 2 infection, and 2 revision with an un-specified reason. This is the first complaint against this lot number. The root cause of the failed hemi arthroplasty was reported as the joint being un-stable. The surgeon reported no issues associated with the explanted product. No other conditions relating to this event could be determined with confidence. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to a failed hemi arthroplasty; the bone was not stable and revision was required.